Event description:
It was reported that as the surgeon started to insert the micl12.6 implantable collamer lens, the patient moved and caused the lens to fall and land on the conjuctiva. The lens as removed and the back-up icl was implanted. Additional information was requested, but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
(B)(4) - membrane, breakage of. (B)(4) no complaint against device. Evaluation: results: visual inspection of the product showed it was returned in liquid and there was no visible damage observed. (B)(4).